Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. The basic evaluation began (B)(6) 2022. It was reported that the patient stated she has been in the hospital since (B)(6) 2022, but did not specify why. On (B)(6) 2022, the patient stated that they were in the hospital from the (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.